Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant of the right ventricular (rv) lead, diagnostic imaging was performed and revealed the patient had a cardiac perforation and pericardial effusion. A pericardial patch was used to treat the perforation and resolve the event. The patient was in stable condition following the procedure.